Manufacturer narrative:
E1: patient city: (B)(6) patient country: canada.

Event description:
Reference number (B)(4) event occurred in canada. It was reported that the patient experienced an infusion set leakage issue at the site on (B)(6) 2026. The infusion set had been in use for one day at the time of the event. No further information is available.